Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification when using phoenix panel pmic/ID-107. Batch 0130382 does not exist for this panel material #448607 and was not investigated.

Event description:
Reported 3 of 5: it was reported that bd phoenix¿ pmic/ID-107 misidentification occurred using several clinical samples. The following information was provided by the initial reporter: customer is reporting misidentification of organisms using 448607, lot number 0130382 11/7/2022 - phoenix m50 ID as staph aureus but maldi ID as staph sapro.

Event description:
Reported 3 of 5 it was reported that bd phoenix¿ pmic/ID-107 misidentification occurred using several clinical samples. The following information was provided by the initial reporter: customer is reporting misidentification of organisms using 448607, lot number 0130382 (B)(6)2022 phoenix m50 ID as (B)(6) but (B)(6).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.